Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown drug, dose, and concentration via an implantable pump for non-malignant pain, chronic low back pain, and degenerative disc disease/herniated disc pain. It was reported in december 2016 healthcare professional (orthopaedic surgeon) cut catheter. It was noted the orthopaedic surgeon believed that the anchor was causing the problem. Pain hcp was not consulted. Patient experienced some withdrawal symptoms. It was reported a catheter revision was preformed, and intervention did occur. Surgeon believed the catheter was causing pain. It was noted the issue was resolved. The cause of why the catheter was cut was due to causing pain. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.